Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported problem; however, the service technician confirmed a diagnostic code in log history that indicated a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor as a precaution. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.